Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), product type programmer, patient; product ID 3998, lot# v004456, implanted: (B)(6) 2006, product type lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Event description:
It was reported that the patient passed kidney stones two weeks ago. It was stated that the kidney stones were ¿pushing against the lead wire¿the kidney stones bent the lead wire.¿ additional information was requested, but had not been received as of the date of this report.